Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator (ipg) experienced severe tremors, double vision, and an impacted gait. There was a possibility of past falls or a high risk of falling due to the tremors. The patient had visited the emergency room twice and was recently hospitalized. Rehabilitation was ongoing for the tremors and related issues. The patient's primary physician, who is also an ophthalmologist, confirmed that their eyes were functioning normally, indicating a need for specialty care. The caller was transferred to a local deep brain stimulation representative for further assistance. It was unknown at the time of this report if the patient's symptoms had resolved.